Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the rf head would not interrogate and was out of specification on uplink functional tests due to the cable being out of electrical specification. It was also noted that the lens was cracked on the upper case. (B)(4).

Event description:
It was reported that the radiofrequency programmer head had either intermittent or no telemetry at times. It was further requested that the programmer head receive a test and calibration procedure. The programmer head was returned for service. No patient complications have been reported as a result of this event.